Event description:
It was reported though a review of programming history performed on (B)(6) 2015 that high impedance was observed on a model 103 generator. The history shows that on (B)(6) 2014 the device was interrogated, then programmed and system and normal mode diagnostics were performed resulting in high impedance over 10,000 ohms.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.